Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer was jammed. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was found that drawer 2.2 was physically jammed. The field service engineer (fse) remotely logged in, and the customer logged in to the pyxis med application. The fse then guided the customer over the phone in recovering the drawer from the recovery storage space. The system functioned as intended after the fse assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer was jammed. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.